Event description:
Complainant alleged that during biomed testing the internal handles caused the associated defibrillator to fail self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.